Manufacturer narrative:
Device evaluation of monitor has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The last device downloaded flag data does not indication a device malfunction.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates hold for em the patient received two inappropriate treatments in response to CPR/motion artifact. At 10:20:10, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact and electrode lead falloff. At 10:21:10, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. The electrode belt was disconnected at 10:22:00. The patient passed away on (B)(6) 2021 at approximately 10:30 am. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.